Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported on may 2nd 2016 stating that there was a loss of therapy and they needed to get in contact with a company representative (rep) for reprogramming. They'd just had a normal battery depletion replacement surgery done. The rep had adjusted their settings where it had helped them a lot before the replacement surgery, but they were having some pain in their lower part of their spine/back. They didn't know if the rep had adjusted them so it helped them in the upper part of their spine where they "broke some rods". They'd had pain for years and had 4 or 5 back surgeries due to this pain. They had an appointment scheduled to see a physician on (B)(6). The pain that the patient was having started about 2 or 3 days prior. The indication for use was spinal pain. Additional information was received from the patient and a rep on may 15th stating that the patient had lumbar spinal surgery including screws, rods, and a cage at the time of the implantable pulse generator (ipg) replacement. They didn't use the stimulator for a bit po st surgery, but the stimulation had not been the same since then. Programming was attempted on (B)(6) without success. The patient was being sent for films/radiology study to check lead placement. Impedance checks revealed >10,000 ohms on the #4 electrode. It was also found that the leads seemed to be "crossed" plugged into the ipg, which compounded programming difficulty. The rep was able to get stimulation in the patient's legs okay but when moving up the lead or when increasing voltage to push stimulation upward, paresthesia jumped from the legs to the flank, ribs, or abdomen. They were unable to get stimulation into tailbone/lower lumbar area. Contributing factors were unknown, but there was a possible lead migration either during or after surgery. The patient denied falling after the surgery, but said they did have a nasty fall before it. The issue was not resolved at the time of report. The patient had also informed the rep that they'd had something done at a laser and spine care facility to break up scar tissue in their spine. Additional information was received from the rep on may 20th stating that computer tomography (CT) results showed the lead partially pulled out of the epidural space, and the patient was to be scheduled for lead revision.

Manufacturer narrative:
Concomitant products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead.

Event description:
Additional information was received from the company representative (rep) on (B)(6) 2016 stating that the lead revision was scheduled for (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.